Event description:
It was reported that while connecting the filter to the expitory section of the ventilator, the filter broke into two pieces. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the filter (bacteria filter) opened up in two pieces during the setup at the hospital. The reported issue will be detected during the setup procedures were appropriate measures can be taken by replacing the filter. The reported failure was investigated by the manufacturer of the filter. It was found that the returned filter was not welded. The filter housing is both glued and welded and it is validated to take an internal pressure until 30 kpa without breaking. The investigation led to improvements in the manufacturing process to prevent that the reported failure reoccurs. The improvements in the manufacturing process were implemented on 09/03/2019. The cause of the reported issue was a flaw in the manufacturing process. Our conclusion from this investigation is that the filter was defective.

Event description:
Manufacturer's reference #: (B)(4).